Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed denovo lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 3.0 x 40/135 monorail sterling balloon catheter was selected to pre dilate the target lesion. During the first inflation at 8 atms for 20 seconds a balloon ruptured occurred. The balloon catheter was removed intact and post dilation was performed with a 5.0x20mm sterling balloon catheter. No patient complications were reported and the patient's status is good.